Manufacturer narrative:
Complaint conclusion: as reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. As a result, a new 6f 100cm jr 4 vista brite tip guiding catheter was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The damage was observed after the device was inside of the patient. There was no difficulty removing the device from the patient and the device remained in one piece during its removal. The device was returned for analysis. One sterile 6f .070 jl4 100cm was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. During the visual analysis, the unit¿s body presented 3 kinked conditions identified along the body of the device 22cm, 38cm, and 84cm away from the proximal hub. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct catheter ID and od, measurements were taken near the damages and the result was found within specification. A high magnification analysis was done on the hub body to identify the presence of the defect reported. During this analysis the crack reported was identified where fatigue striation patterns were observed in the separation wall along with elongations. These plastic deformation patterns are commonly related to an overload in tensile strength exposure, which could result in the condition reported. No additional or higher magnification is required. The reported ¿luer hub cracked¿ was confirmed during device analysis at high magnification as fatigue striations and elongations were noted along the separation crack. However, the exact cause cannot be determined. Based on the information available for review, it appears the hub material was induced to tensile forces that exceeded the hub material yield strength. Overtightening has been known to cause cracks in luer hubs; therefore, it is likely handling of the product and procedural factors contributed to the event reported as evidenced by device analysis. According to the instructions for use, which are not intended to mitigate risk, ¿remove the guiding catheter from its packaging. 2. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. 3. Prior to use, flush the guiding catheter lumen with a heparinized saline solution.¿ based on the information provided, there is no indication the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Updated complaint conclusion due to reevaluation of device: as reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracked. As a result, a new 6f 100cm jr 4 vista brite tip guiding catheter was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The damage was observed after the device was inside of the patient. There was no difficulty removing the device from the patient and the device remained in one piece during its removal. One non-sterile 6f .070 jr 4 100cm was received for analysis. During visual analysis, the unit¿s body presented with 3 kinked conditions along the body of the device and are located 22, 38, 84 cm away from the proximal hub. No other anomalies were observed during the analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. During functional analysis a cracked condition was observed on the hub that promoted the leakage as reported. No air or air bubbles were observed during the flushing test. No air bubbles were observed in the syringe or the water that came out of the distal tip. Additionally, an aspiration evaluation was executed, and it was observed that air aspiration was present during the setup of the syringe in vacuum mode. A high magnification analysis was done on the hub to evaluate the crack. Fatigue striation patterns and elongation patterns were observed along the separation wall. These plastic deformation patterns are commonly related to an overloading tensile strength exposure, which could cause a crack. Higher magnification was not required to identify the unit¿s conditions. The complaint reported by the customer as ¿luer hub - cracked¿ was confirmed. Additionally, fluid leaked through the crack while flushing the device and air was introduced into the syringe during aspiration. Kinks were also noted along the body of the catheter. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. As a result, a new 6f 100cm jr 4 vista brite tip guiding catheter was used to complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The damage was observed after the device was inside of the patient. There was no difficulty removing the device from the patient and the device remained in one piece during its removal. The device will be returned for evaluation.